Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the flow sensor module noted that the flow sensor diaphragms were stuck to the top of the flow sensor housing. Additionally, inspection of a hospital stock flow sensor module noted the flow sensor diaphragms were stuck to the top of the flow sensor housing. The flow sensors were replaced. The customer contact reported there was no patient information available.

Event description:
The hospital reported that, during a case, the unit was not operating as expected. There was no reported patient injury.